Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device the customer's complaint was confirmed. The device's system board was replaced to address the issue. The device was cleaned and tested and passed all final testing.